Event description:
A customer reported an event of an odor emitting from the sterrad nx sterilizer. Three healthcare workers (hcws) experienced reactions of headaches. The headaches lasted until the odor had dissipated. The hcws did not seek any medical attention/treatment and are reported to be "doing well." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 13. (B)(4) are related complaints from the same facility. This is three of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2013-00250, 2084725-2013-00251 and 2084725-2013-00252.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was not confirmed. A preventative maintenance (pm1) was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Correction: sex is unknown. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (11/23/2012 to 05/22/2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which is addressed in CAPA. The trend of the product malfunction code human reaction was reviewed from january 2013 through december 2013 with the highest risk acceptability rate considered to be broadly acceptable. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The catalytic converter was returned and tested. The part was unable to pass special testing. The complaint is confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.